Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. However, the artifacts observed in the shock episode were consistent with air entrapment and air escaping the seal plug.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited appropriate sensing and time to therapy, with successful conversion, but the shock impedance measurement was higher than expected at 131 ohms. The field representative discussed with the physician that while this value was not out-of-range, the ideal impedance measurements would be less than 100 ohms. The implant procedure had been difficult due to the patient's size and body type and the physician did not want to attempt further repositioning of the system. It was later reported that about six days after the implant procedure, the patient received an inappropriate shock. A review of the device data found one treated and two untreated episodes showing oversensing of non-cardiac noise and baseline shift. Technical services discussed the artifacts were consistent with air entrapment and air escaping the seal plug, and recommended troubleshooting to see if any noise could be recreated. The field representative reported manipulation caused some baseline wander in the secondary vector, so the device was reprogrammed to primary. By the end of troubleshooting, no noise or baseline wander was observed in the primary vector. Technical services discussed that the entrapped air would dissipate and air escaping the seal plug would end once the system reached equilibrium with body fluid replacing air. It was noted the shock impedance for the inappropriate shock was 79 ohms. No adverse patient effects were reported. The device remains implanted and in service.